Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported the lead is exhibiting far-field r-wave and t-wave oversensing. The oversensing has caused multiple inappropriate mode switches. The lead will be replaced in the future per the physician. No patient complications were reported as a result of this event.